Event description:
A report was received that the patient could not change her ipg because it was tilted and too deep in the pocket. The patient received a pocket revision, where the ipg was repositioned in the pocket. Nothing was implanted or explanted. The patient is reportedly able to charge and couple with her ipg.

Manufacturer narrative:
This is the final report.